Event description:
The customer reported that a sample cap was inadvertently left on the sample tube on the ortho provue analyzer, resulting in a bent probe and probe drip. The customer indicated that they did not observe reagent or sample contamination. The customer aborted testing. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. The customer had placed a sample tube on board the analyzer with the cap/stopper on, which led to a bent probe and the probe drip. An ocd field engineer visited the customer site and replaced the probe and performed the appropriate adjustments to return the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.